Manufacturer narrative:
(B)(4). This lot was manufactured between april 10, 2014 and april 11, 2014. Evaluation summary: baxter received the unit for evaluation. It contained 14ml of fluid in the bladder. Visual inspection on the unit revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed and was within specification. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused. The reporter stated that the device was filled with 55 ml of fluorouracil and 50.5 ml of saline (non-baxter products) for a total fill volume of 105.5 ml. The device was connected to the patient and was expected to complete the infusion in 46 hours; however, the infusion finished within 26 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.